Event description:
The reporter stated that she did back to back blood glucose tests, within minutes, using different finger sticks. Her results were 220 and 140 mg/dl. She did not have any symptoms. A control test was in range, 133 (95-143).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8